Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a perclose proglide device after a percutaneous transluminal angioplasty procedure which used a 6fr sheath. Reportedly, while advancing the knot, the blue suture broke. A second proglide device was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is in-training in the use of the device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Without the product to examine, no determination can be made as to the contributing factors to the reported discrepancy. A suture break can be influenced by many factors, including, but not limited to manufacturing, too much tension applied, or the suture was nicked. Whether these conditions played a role in the experienced event cannot be verified. To assure that all products perform according to specifications a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. In addition, a sampling of finished devices is also tested to verify the functionality of the device. A review of the lot history record did not reveal any manufacturing related non-conforming material records associated with this lot related to this incident. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.